Event description:
It was reported that a patient experienced inappropriate shock due to oversensing noise. Upon interrogation, noise was reproducible in clinic. Patient had underlying rhythm. No intervention or other information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the right ventricular lead was reprogrammed to disable high voltage therapy and had been turned off. On (B)(6) 2018, the patient presented for lead replacement procedure. During the procedure, there was an insulation abrasion noted near the lead connector. The physician was unable to retract the helix. A portion of the lead was explanted and the remainder of the lead was capped. The lead was replaced. Patient was in good condition post procedure.